Manufacturer narrative:
The fse evaluated the instrument on (B)(4) 2016. The fse found that the differential mixing motor was faulty. The fse replaced the motor, which repaired the erroneous differential results. The repairs were verified by the fse. (B)(4).

Event description:
The field service engineer found the coulter lh 500 hematology analyzer was generating erroneous differential results. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.